Event description:
During a popliteal artery stenting treatment procedure, the sentinol nitinol vascular 7x39x135 mm stent and the amplatz super stiff guidewire became stuck together. The physician removed the devices together as a unit. The lesion being treated was a restenosis case occurring 2 months after placing a sentinol 8x40 mm stent. In this case, the physician deployed a sentinol 8x60 in the proximal end of the previously placed stent. However, he found a stenosis at the distal end of the previously placed 8x40 stent after placing this sentonol 8x60 mm stent. Therefore, he decided to place a sentinol 7x39 mm stent. While he was advancing the stent system over the amplatz super stiff straight guidewire, he noticed that the stent was sticking together with the guidewire. Therefore, he withdrew the system out of the patient as a unit. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.